Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with a proglide device was achieved in the right common femoral artery via 14fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, after suture deployment, the proglide device could not be removed from the patient anatomy. The foot plate was lifted up again and then put it down and the device was able to be removed from the patient anatomy. The sutures of a second proglide device were successfully placed. The tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.